Event description:
Reportedly, when the ventilator was switched from ac to battery operation, it shut down on pt. The battery voltage was found extremely low. The ventilator was immediately connected back to ac power. Therefore, there was no medical intervention required to the pt. It was also reported that there was no alarms at the time of the reported incident. Please note that there was no serious injury in this case.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).